Event description:
It was reported that when the intra-aortic balloon (iab) was inserted into the sheath over the spring wire guide (swg), a large amount of blood was pulsed back out of the sheath. It appeared to the cath lab team that the blood was coming back through the balloon. It seemed to exit the proximal end of the balloon that was still outside of the sheath and visible to the doctor. (It appeared as if the blood came along the sides of the still wrapped iab). The doctor assumed that there must be a tear in the iab, and withdrew the iab, as it had not yet exited the sheath into the artery fully and it was still wrapped. A new iab-04840-u with same lot number was then opened and inserted through the same sheath that was still in situ in femoral artery. Reference MDR #1219856-2009-00221, for the second report involving same patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.